Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler and the patients death. Currently, there is no reported allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the event. Patients with end stage renal dialysis (esrd) have mortality rates much higher than the general population. Additionally, the patient had comorbid conditions of cancer (unknown type) with anemia related to cancer and esrd. Based on the available information, the exact cause of the patients death cannot be determined. The esrd death form is not available and there is no report that an autopsy will be performed. However, the patients comorbid conditions which are significant risk factors for mortality.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient on pd therapy expired while connected to the fresenius cycler. While the cause was reported as unknown, there were no reported allegations that the death was related to a fresenius device/ product malfunction or product issue. In additional follow-up, the pd nurse confirmed the event. It was reported the patient expired attached to cycler during an unknown phase of the treatment. The nurse reported the patient was found deceased by patient contacts. Reportedly, there were no resuscitation efforts were performed. No additional information was available (including pd treatment sheets and esrd death form) as the nurse indicated the patient has been discontinued in the clinics system. However, the nurse confirmed the patient had been completing all pd treatments prior to death without any issues. Additionally, the nurse reported the patient had a routine visit in the outpatient pd clinic the day before ((B)(6) 2021) and the patient labs showed good dialysis adequacy. Per the nurse, the cycler is not suspected in any way to have caused the death. The cause of death is unknown, according to the nurse. However, the nurse indicated the patient had comorbid condition of cancer (unknown type) with anemia from cancer and end stage renal disease (esrd). No further information is available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as received 21000ml simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: b2, b3, d11.